Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high capture threshold and a drop in sensing were observed. An x-ray revealed no obvious fracture or damage. The lead was explanted and replaced. The patient was stable.